Manufacturer narrative:
A.4 updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted in the endovascular treatment of a 59 mm thoracic aortic aneurysm. It was reported that during the index procedure, the package was opened and the device was operated according to device instructions to activate the hydrophilic coating. The device felt astringent and was attempted to be implanted through the common iliac artery. It was stated the difficulty to ascend the device during implantation was noted and the delivery system was then withdrawn from the patient's body after multiple attempts to implant the device. . As per the physician, cause of the event was that the hydrophilic coating was stagnant and tracking of the device through patient anatomy was difficult. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis prior to decontamination coating presence was confirmed along the entire length of the device. A ring of coating was visible on the graft cover distal to the strain relief. Device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system and deployed graft were returned for analysis. The graft cover tip was flared and deformed. Longitudinal stretches were visible along the graft cover. The reported coating issue could not be confirmed through analysis; however, the reported positioning difficulties were confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.